Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed the device in good condition with no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; error code 46828 occurred after power up. The root cause was unknown. The error code was cleared and long-term test was performed, or the main board would be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited ¿error 46.828¿. There was unknown patient involvement and unknown patient harm.